Event description:
It was reported that during radiofrequency ablation around the left superior pulmonary vein using the sphere catheter, an audible steampop occurred, resulting in a temporary injury without further consequences. Blood pressure was frequently monitored and ultrasound imaging was performed to exclude cardiac tamponade. The procedure was temporarily interrupted. No permanent injury occurred, there was no extension of hospitalization, and no medical or surgical intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012917505 and data files were returned and analyzed. An image was r eturned from the field was reviewed. Lesion #5 was a radiofrequency (rf) ablation labeled as steam pop, it can be observed that the temperature spike at the end of the lesion with a drop in current level can be signs of impending steam pop/or a steam pop already occurred. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Rf and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The uson tester was used on catheter to check for occlusion. The test passed successfully. In conclusion, the reported steam pop issue is plausible through data analysis. The reported steam pop issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a temperature spike to 100 degrees was also seen during the procedure.